Manufacturer narrative:
Batch review performed on 11 july 2019: lot 179702: (B)(4) items manufactured and released on 06-march-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery was necessary due to anteroposterior instability. The 10 mm insert was replaced to 14 mm one 1 year and 1 month after the primary surgery. The revision surgery was completed successfully.